Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. The insulin pump had intermittent up button response due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button issue. Customer blood glucose reading was 162 mg/dl. Troubleshoot was completed. Customer cannot recall the cause of the buttons issue. Customer states the insulin pump button did not responded when it was pressed. Customer did not have the insulin pump during troubleshooting. Customer was advice to monitor the insulin pump clock if it changes, customer could not see the time. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions.